Event description:
The customer contacted physio-control to report that they had removed their device from service. It was later confirmed by the customer that the reason they had removed their device from service was that it had a service wrench present and would only intermittently power on or shock, when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer advised that the device has been removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.